Event description:
It was reported that patient was revise due to unknown reason.

Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Device history review: the reported device was accepted into final stock with no reported discrepancies. Complaint history review: review not performed as a reason for revision was not provided. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revise due to unknown reason.

Manufacturer narrative:
The following other devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# mkl682. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 35077705. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.